Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery for a 65 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting with a history of known coronary artery disease and on a vent for respiratory needs. Any other underlying medical history was not shared. The pump supported for 4 days and was successfully weaned and explanted. The site was closed with perclose device. After explant they discovered there was thrombosis. The clot had formed at the common femoral and just above the bifurcation of the profunda and superficial femoral. The team treated the thrombosis/ischemia by angioplasty and aspiration with a penumbra. The angioplasty and aspiration did not resolve the issue and so the patient had vascular surgery team perform a cutdown and surgical repair of the artery. The causal relationship of the pump access and perclose to the thrombosis were not shared, the peripheral anatomy, anticoagulation, and critical illness can contribute to thrombosis and ischemia.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.